Event description:
Dexcom g7 reported "low" glucose level incorrectly. Patient's actual blood glucose was 358 mg/dl. The device continued to alarm low for at least 3 hours despite elevated blood glucose. The patient felt symptoms, including general malaise and nausea, resulting in his presentation to the emergency department for care. Dexcom g7 sensor number 8711 sn (B)(6) firmware 32.192.106.0 software number 13354, software number sw12299, software version 2.8.0; date of manufacture 3/18/2025, gtin 00386270001870.